Manufacturer narrative:
Additional information was received by integra legal counsel on 12 jul 2016: the patient is an adult female. Her exact age is unknown but believed to be between 55 - 65 years. She was diagnosed with a benign meningioma and was undergoing excision of the same. He initial position during surgery was unknown. The surgeon, reportedly testified that the head frame used to support and position patient¿s head for surgery collapsed two separate times, resulting in patient¿s head being incorrectly positioned. The amount of pressure (measured in pounds) applied was unknown. It was unknown if a stereotaxic device was also being used. The type of skull pins used was also unknown. The length of time the device was in use before this event occurred was reported as approximately 11-12 years. The patient alleges that her surgeon performed the surgery on the wrong area of her skull and brain, damaging her brain and ultimately failing to remove the meningioma. Patient¿s alleged injuries include trauma to her brain, paralysis on the left side of her body, inability to walk, independently care for herself, work or participate in the normal activities of living. Patient claims to have suffered great pain of body and mind, lost wages, loss of enjoyment of life, mental anguish, and past and future medical expenses. The serial number of the a2101 mayfield base unit was not known. The statement in the subpoena ("subsequently returned to integra for inspection after the integra representative was contacted about an issue with slippage during surgery¿) was not accurate. The integra representative was asked if the device looked worn, and the facility was advised that the starburst fitting on the base unit and swivel adapter were worn beyond repair. The facility consequently replaced the device and the old device was held by integra¿s sales representative who ultimately returned it to an integra service department in (B)(4), where it was discarded in the normal course. After that, integra was advised of a medical malpractice lawsuit arising from the surgeon's use of the device in a prior case.

Event description:
A report was received that the a2101 mayfield ultra base unit was utilized by a doctor and had slipped during surgery. The date of the incident was provided as (B)(6) 2015. No information regarding patient injury, harm or death alleged was provided. The integra sales representative was contracted and informed of the slippage issue. The device was returned to integra for inspection. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 13 jul 2016 . The product was not returned for evaluation. A review of the device history records was not performed due to lack of lot number and serial number nor was the product sent in for inspection. Integra's records do not show that this product ID was shipped to this customer. Further review will take place once either or has been provided. No manufacturing or design related trend has been identified. Conclusion: the device was not released for evaluation therefore the root cause to the end users experience could not be determined and the problem reported could not be identified. If additional information is obtained, or the sample is returned, this investigation will be reopened.